Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and test strips evaluated with defects found. Final root cause rc-002: user induced pcb contamination. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for battery issue/low battery symbol. The customer stated the low battery symbol appears when the test strip is inserted and when the "dot button" is pressed. At the time of the call the customer reported feeling dizzy. Medical attention was not needed at the time of the call. The customer was using the correct test strips and test strip was inserted into the meter correctly. During the call, when a test strip was inserted and when the "dot button" was manually pressed, the low battery signal appeared and the meter powered down.